Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received five shocks while they were chopping wood, and wavelet on the implantable cardioverter defibrillator (ICD) was noted to have low matching scores. In addition, the patient had not taken their medications. Reprogramming options were discussed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.